Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the user informed the intuitive surgical, inc. (Isi) technical support engineer (tse) that they noticed the surgeon side console's (ssc) right master control was harder to move than the left. The user stated that using the same instrument with the other console resulted in the movement behaving as expected. The user noticed this issue before but was unsure of the date it happened. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter and obtained the following information: the surgeon clarified that the procedure was started as a dual console system but completed the procedure just one ssc.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the reported complaint. The fse replaced the master tool manipulator (mtm) to resolve the issue. The system was tested and verified as ready for use. Isi has received the mtm involved with this complaint; however, failure analysis has not completed their investigation.

Manufacturer narrative:
The master tool manipulator (mtm) 2 has been evaluated by the failure analysis (fa) team. Fa was able to confirm and reproduce the reported complaint. Upon visual inspection, friction was observed along axis 6 and that would be related to the reported event. The mtm 2 was installed onto a golden system where the motor was triggered indicating fault on the axis 6, replicating the reported event. The mtm 2 was then installed onto a patient side cart fixture test platform (pftp) where gravity calibration: nominal was found to be failing on the axis 6. Once testing was completed, the axis 6 motor was aba tested and was verified to be the source of the fault. Fa was able to conclude that the axis 6 motor was found to be the root cause of the reported event.